Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will go through all the steps of infusion but did not deliver fluid to the patient during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported 'pump will go through all of the steps of infusion but doesn¿t actually deliver fluid to the patient' was not confirmed during evaluation. Testing observed no issues upon performing a flow accuracy test, the device was found to deliver within specifications. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.